Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised. As reported by rep: "surgeon states fluid in the hip joint due to trunnionosis." Rep provided intra-op pictures and a video, pictures of the explants, and radiographic images. The femoral head and poly liner were revised, the restoration modular broached body was retained. Rep confirmed that there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding corrosion involving a restoration modular body that mated with a lfit v40 cocr head was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned, clinician review: a review of the provided medical records by a clinical consultant indicated: [...] Confirmation: the event a revision hip arthroplasty and trunnionosis could not be confirmed. There are no data provided that documented the revision or the findings. Root cause: a root cause cannot be ascertained as the event could not be confirmed. If trunnionosis existed the v40-lfit head lot numbers should be reviewed. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the reported restoration modular body was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. The event was not confirmed and the root cause could not be identified. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised. As reported by rep: "surgeon states fluid in the hip joint due to trunnionosis." Rep provided intra-op pictures and a video, pictures of the explants, and radiographic images. The femoral head and poly liner were revised, the restoration modular broached body was retained. Rep confirmed that there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.